Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Patient reported the unit not powering on and sparks coming out of the power port. Patient was not harmed or injured. The cause of the problem was determined to be a broken power port. The unit will be replaced.